Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The catheter was kinked and the oversheath was not returned. Microscope examination was performed on the bushing, and it had hits on its hooks and one of the bushing tabs was rounded, indicating that there may have been difficulty experienced when attempting to release the clip from the catheter. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were out of specification. The bushing tabs were measured and both side had different measurements; bushing tab 01: 0,063 inch while bushing tab 02: 0,0541 inch. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon polyps during an intestinal tract endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the physician cut the polyp and the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon polyps during an intestinal tract endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the physician cut the polyp and the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.